Event description:
The patient reports that in (B)(6) she noticed that she needed to press the down arrow button several times to activate desired pump functions. The other pump buttons are still activating pump functions when pressed. The patient denies cleaning the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. The up and down arrow buttons were intermittently activating pump functions during investigation. Adhesive was found under button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.